Event description:
It was reported that the patient experienced mild dystonia when he stood up or placed weights on his legs. This first occurred prior. There were no accidents or falls. Impedance measurements on 0-c and all bipolar pairs were within the normal range. The therapy impedances were 594 and 886 ohms. There were no programming changes by the doctor or patient. There was no stimulation sensation along the implant pathway. At lower voltages patient got less of the dystonia/stiffness but was still unable to walk. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).